Event description:
It was reported via repair work order that the fowler was drifting due to worn fowler clutch and it was also reported that there was immediate alarm to scale/bed exit due to calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.